Event description:
It was reported that an attempt was made to cross the tortuous and calcified lesion with another co's stent delivery system, but the stent came off the balloon. The stent was ballooned and then stented against the vessel wall. An attempt was then made to cross the stent with the vision, but it dislodged from the stent delivery system. The vision stent was ballooned and then stented against the vessel wall.